Event description:
Per medwatch: physician instilled xylocaine into area where the thoracentesis needle was to be inserted. The area was prepped with betadine and the physician proceeded to insert the thoracentesis needle and catheter. He proceeded to draw back on the syringe until he got good return of the transplant inner lobe pleural fluid. 500cc of pleural fluid was removed. When the procedure was terminated, physician proceeded to start to remove thoracentesis catheter; once the physician was out of the chest wall he noticed the catheter had dislodged somehow and remained in the pt's chest.